Event description:
Additional information received noting the patient exeprieced the events of mild conjunctival hyperemia and mild anterior chamber inflammation roughly nine months after placement. No treatment was needed for these events.

Event description:
Additional information received noting the event of conjunctival hyperemia is recovered/resolved after about two and a half months.

Manufacturer narrative:
(B)(4). The events of bleb-related leakage and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are known adverse events addressed in the labeling.

Event description:
Patient in a clinical study had a xen®45 gts implanted into the right eye and experienced the events of mild conjunctival hyperemia and moderate anterior chamber inflammation. The events resolved a week after starting with no treatment needed. Roughly nine months after placement, due to tears and discomfort and half a month of treatment, an examination in the right eye nose above the xen with the conjunctival surface drainage tube end was performed. The local hospital diagnosis of a "naked" xen stent was provided. The right eye intraocular pressure measurement was 13.3 mm hg at this time., patient was admitted to the hospital five days later to seek further treatment for "filtration bubble leakage {drainage valve exposure)." Admission examination noted the iop of the right eye was 12.5mmhg. The drainage tube was exposed to the bulbar conjunctiva about 1mm above the nose. The drainage tube was suspended in the anterior chamber without contact with the corneal endothelium. The iris had partial segmented atrophy and depigmentation, and the vitreous body was flocculent and opacity. After admission, the subject received right eye "glaucoma drainage tube repair and adjustment" the next day in which the exposed drainage tube was buried under the conjunctival tissue and the conjunctiva was sutured with a 10-0 suture. The operation was successful. A right eye "conjunctival filtration bubble repair" was performed under local anesthesia the following day. After surgery, levofloxacin eye drops, tobramycin and dexamethasone eye ointment were applied for local anti-inflammatory and anti-infection treatment. Patient was discharged and the patient recovered post-op. Other medications used to treat the event were noted as gatifloxacin and sodium hyaluronate eye drops. Event resolved and the device remains implanted.